Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient experienced a bacterial infection following the ventricular assist device (vad) implant procedure and was treated with antibiotics. Based on the available information, including the occurrence of the event two days post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of an vad. There is no evidence that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that, two days after the ventricular assist device (vad) implant procedure, the patient experienced a bacterial carb apenem-resistant acinetobacter baumannii (crab) infection that was identified by blood cultures. The patient was treated with antibiotics. The vad remains in use. No further patient complications have been reported as a result of this event.